Event description:
In 2008, the sale rep reported that during a thoracolumbar procedure the surgeon implanted the screw and went to use the rod reducer. With the rod in the head of the screw, the wedge of the screw popped out. The surgeon explanted the screw and implanted a larger sized screw without any difficulty. There was no surgical delay and no report of pt injury.

Manufacturer narrative:
Evaluation is pending upon the return of the product.